Manufacturer narrative:
Product event summary: an image file was returned and analyzed. The image file showed small blood clots on a white sheet. In conclusion, the reported issue of a thrombus on the array was observed during image file analysis. The loop catheter was discarded and was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon removal and washing of the loop catheter from the patient, a thrombus appeared to be floating on the tray. The intraoperative act was maintained at 400 and appropriately managed. The catheter was then reinserted into the body and superior vena cava (svc) and cavotricuspid isthmus (cti) isolation were performed, but no sign of thrombus was found when the catheter was subsequently removed and cleaned. The case was completed with pulsed field ablation. The results of the pathological examination revealed that the deposit was a thrombus. No further patient complications have been reported as a result of this event.